Manufacturer narrative:
Hamilton medical ag case number is (B)(4).

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed. When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The customer did not provide any further response. The alarm ("fan failure") was observable both visually and through hearing. No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed. When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. The customer did not provide any further response. The alarm ("fan failure") was observable both visually and through hearing. No device log files were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.